Event description:
Device evaluation: the tip was damaged. There was blood residue present in the inflation lumen and balloon. Blue shaft was bunched immediately proximal to the guide wire entry port. Inflation lumen was damaged 18.5 cm proximal to balloon bond. The presence of blood in the inflation lumen and balloon indicated the presence of a leak. A longitudinal tear was evident close to the proximal inner shaft marker and moving distally to the mid balloon.

Event description:
The physician was attempting to use a 2.5 mm diameter x 15 mm length sprinter legend balloon dilation catheter to treat a lesion in a pt that exhibited 70% stenosis and little calcification and moderate tortuosity. It was reported that the balloon was being used for pre-dilation and that the balloon burst on the first inflation. It was reported that the balloon burst at nominal pressure (8 atms) at 6 seconds. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (presence of blood in the inflation lumen and balloon indicate the presence of a leak, however, the location of the leak cannot be determined.) No conclusion can be drawn.